Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of scope detection failing to work was not confirmed. There were horizontal lines in the image due to corroded connector unit. In addition, the narrow band imaging function was not working due to defective board units. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro video system center scope mismatched when using the narrow band imaging. The event occurred during reprocessing and the same device was used to finish the procedure with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, though the phenomenon was confirmed, it could not be identified whether it was caused by the subject device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.